Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, a reporter for the lay user/patient contacted lifescan (lfs) alleging that the display of the patient's onetouch ultra2 meter had segments missing. The complaint was classified based on the customer care advocate (cca) documentation and additional information obtained following a review of the call. The reporter did not know when the alleged problem with her meter¿s display started, but claimed that ¿half of the numbers aren¿t showing.¿ the patient manages his/her diabetes with insulin (self-adjuster). The reporter denied that the patient had made any changes to his/her diabetes management following the start of the alleged issue. The reporter claimed that an unknown time after the start of the issue, the patient developed symptoms of ¿sweating [and] shaky.¿ the reporter indicated that on an unknown date and time, a nurse came and took a blood test using a doctor/clinic meter and obtained a result if ¿117 mg/dl.¿ the reporter also indicated that the patient obtained advice from a healthcare professional (hcp) to ¿change glucometer.¿ during troubleshooting, the cca noted that the meter was not being used for the first time, and, based on the information provided there was no misuse of the product. The issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of an acute diabetes excursion, after the alleged issue with the meter¿s display began.